Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 7 shocks for an atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.